Manufacturer narrative:
(B)(4). Foreign: (B)(6). The event was confirmed with photographs, medical records, and product received. Upon visual inspection, the returned cup has scuffing and indentations on the outside radius. Review of the medical records identified dislocation of the left hip arthroplasty. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to patient user error as the patient did not follow post operative precautions laid out by the surgeon as well as not following the instructions for use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02597

Event description:
It was reported that the patient underwent a revision procedure due to dislocation. No further event information available at the time of this report.